Event description:
On (B) (6) 2010, patient's husband reported he feels the patient's infusion device is inaccurately delivering insulin. On (B) (6) 2010, the patient's blood glucose elevated to 500 mg/dl. Her normal blood glucose range is 100-120 mg/dl. He stated he noticed air bubbles had formed in the luer connection of the infusion tubing after 24 hours of use. He primed the infusion tubing and bolused 8 units of insulin. He stated the insulin is at room temperature prior to use. He has been adjusting the patient's basal rates without the advice of a medical professional. The husband was assisted in setting up the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replace and requested to be returned for evaluation.